Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted; give date: not applicable, the lens was implanted. Telephone: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens was implanted). The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. No discrepancy or non-conformance reports (nc) were found associated to this production order number. The product was manufactured and released according to specifications. A search in the complaint system revealed no additional investigation request (ir) received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens, model pcb00 19.5 diopter would not click into final stop and kept going and pushed the lens out before they could wind. It was confirmed that the doctor successfully implanted the lens. No additional information was provide.